Event description:
It was reported the patient experienced a shocking/jolting sensation at the ins location when the ins was turned off. The patient was at the clinic at the time of the report. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.